Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset resolving the error. The customer successfully restarted the sensor session and was informed that such errors can occasionally occur, with advice to contact support if the issue recurs.